Manufacturer narrative:
(B)(4) intervention required. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a minimal invasive posterior lumbar interbody fusion due to lumbar spinal canal stenosis at l4, s1, l5 and s1 levels. Post-operative s1 screw loosening was observed. Revision surgery was scheduled for (B)(6) 2016 . Fixation will be extended to s2al or il . The actual product was not retrieved. Post-op complications were reported as backpain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.